Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. This is the first complaint reported for lot number anxd0029 to date for deployment issue. The device was returned with product packaging and label. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. It should be noted that an outer shaft break is also confirmed, as the outer sheath was torn off at the catheter reinforcement area. It is likely that manipulation of the delivery system during the attempt to deploy the stent graft or during the removal of the delivery system from the patient resulted in the retuned sample condition. Therefore, it is likely that procedural issues have contributed to the reported event. However, the definitive root cause is unknown.

Event description:
It was reported that during a stent graft deployment in the basilic vein of an av graft, resistance was encountered and after several attempts to complete the deployment, the outer sheath broke. The partially deployed stent and the entire delivery system were removed as one unit without further incident. Another stent graft was deployed successfully. There was no reported patient injury.